Event description:
Medtronic received information that prior to the implant of a transcatheter pulmonary bioprosthetic valve, into a native annulus with hard calcification around the landing zone, a bard atlas gold balloon broke during inflation. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).